Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A technical support specialist service engineer confirmed that when the customer tapped on the cubie that opened the cubie and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini system cubid lids failed to open. The customer stated that this malfunction occurred while dispensing the medications to the patient. However, there were no delays or adverse events or injuries reported due to this event.